Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. The service provider reported to have cleaned the expiratory flow sensor and reconnected the pressure solenoid (psol). The ventilator passed self-testing. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.